Manufacturer narrative:
Technical services advised that the device follow-up intensify to monthly. No adverse patient effects have been reported. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this event will be updated. Subsequently, this device was explanted due to suspected premature battery depletion, and returned for analysis. Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient received 5 inappropriate shocks for a supraventricular tachycardia (svt). Some noise was observed on the shock channel during these episodes, but diagonstic measurements were normal. Subsequently, boston scientific received information that this device was exhibiting a battery monitoring voltage of 2.57 v after approximately 44 months of implant. A review of historical battery voltage data discovered that the device had reached 2.65 v after approximately 27 months of implant. This device is part of the shortened replacement window advisory, originally communicated april 5, 2007.